Event description:
Same case as 2134265-2014-04748 and 2134265-2014-04793. It was reported that an auto pullback failure occurred. The ilab motor drive unit was used in conjunction with a coronary catheter intended to visualize the unspecified lesion. During procedure, it was noted that automatic pullback has stopped upon motor drive unit usage. The procedure was completed with an ultra ice imaging catheter. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was not available for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).